Event description:
Stelkast was notified by a doctor's office that they received an inquiry from an attorney notifying them of a potential complaint related to a stelkast knee procedure originally performed in 2013 and revised in (B)(6) 2014. According to the patient implant record provided to stelkast, the only device that was explanted was the tibial tray insert. No further information was provided by the doctor's office related to the patient or reason for revision surgery.

Manufacturer narrative:
No additional information has been provided. A review of the device history record of this device showed that no material property, mechanical, or dimensional discrepancies were found. Device not returned.